Event description:
Customer reported he has received multiple no delivery alarms. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit. Customer removed the infusion set but was unsure if the cannula was bent. Customer reconnect and performed additional prime; it seemed like insulin exits. Last blood glucose value was 198 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.